Event description:
Customer reported the buckle (the male portion) broke while in use with a patient. No patient injuries were reported.

Manufacturer narrative:
Product was requested to be returned and has not been received. This report is based solely on the customer reported issue. The instructions for use state: always inspect before each use: check for broken stitches or parts; torn, cut or frayed material; or buckles that are cracked or broken and do not hold securely. Never use soiled or damaged products. (B)(4). Product not returned.